Event description:
Additional information was received indicating that there was no patient involvement or interruption of therapy.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).

Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. The smiths label was intact. There was no evidence of the reported failure in the event log. A functional check and visual inspection were performed, and the customer's reported failure was confirmed. The motor will be replaced. The root cause of the reported failure can be attributed to a faulty motor. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had battery issues. It is unknown if there was any patient, or clinician injury associated with this occurrence.